Event description:
Had perfix mesh plug hernia repair 30 months before. Had chronic disabling pain beginning at time of surgery with progressive severe disability. At explantation of plug found to have genito-femoral nerve entrapment with significant erosion of vas deferens and congestion of spermatic vessels by contracted mesh.